Event description:
Occlusion alarms were reported. There was no adverse impact to the customers blood glucose level. The patient's mother declined to troubleshoot; therefore no additional information was obtained.